Event description:
Pt was diagnosed with cataracts in both eyes. The cataract was extracted from the left eye and an array multifocal intraocular lens was implanted. Best-uncorrected visual acuity was 20/25 at one-week post surgery. Around three to four weeks post surgery the pt's best uncorrected visual acuity worsened to 20/50-2/60 due to a possible shift of the intraocular lens. In addition, from the time of implantation, the pt experienced halos around point sources of light under nighttime (dark/low light) conditions. Eight months later the pt's best-uncorrected visual acuity had not improved and the halos were a persistent disability for night driving. The intraocular lens was explanted. Rptr is unaware if the iol was returned to the MFR and if this event had been reported by either of the physicians as pt is now using another physician.